Manufacturer narrative:
No conclusions can be made. Based on the contents of the article, no conclusions can be made. There is no information provided in the article indicating that the devices used to treat the patients caused or contributed to the postoperative patient complications. The information obtained is limited to the article. Hernia recurrence, infection, hematoma and seroma are identified in the instructions-for-use provided with the device, as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: are ¿european¿ scrotal hernias repairable with the minimal open pre-peritoneal technique? The article describes the exploratory monocentric retrospective study conducted to find the outcomes of mopp technique in scrotal hernia (sh) repair and non-sh repair. All consecutive mopp repairs performed by the same surgeon from 11 september 2011 to 31 december 2022 for primary groin hernias. In a total of 2005 hernias, 125 scrotal (sh) and 1,661 non-scrotal hernias were included for the study. Total of 54 patients in nsh group and 7 patients in sh group were implanted with polysoft mesh and a total of 850 patients in nsh group and 73 patients in sh group were implanted with onflex mesh. 5 patients of nsh group underwent mesh fixation method to implant the mesh. In nsh group, patients had post-operative complications such as subcutaneous seromas or hematomas healing spontaneously (42), not infected deep hematomas (7), urinary retention (5), deep hematoma requiring reintervention (1), orchitis (1), four rehospitalizations were required for deep hematoma requiring transfusion (1), hematoma re-operated on day 7 (1), pulmonary embolism with hematoma treated as an outpatient (1), urinary retention managed by urologists (1) and moderate or severe pain (34), recurrence (1), four patients had 5 reoperation due to hernia recurrences (2), superficial infection (1), chronic sinus (1), and mesh removals for meshoma (2). In sh group patients had complications such as urinary retention (2), subcutaneous seromas (18), moderate or severe pain (5) and superficial infection resolved after reoperation (1). In sh group, the 18 cases of seromas or small hematomas occurred never required specific treatment and gradually resolved without significant patient discomfort and 11 patients described a bulge or a tumefaction in their operated groin. The article concluded that the mopp technique is feasible and safe in scrotal hernia repair, with similar results to those observed in non-scrotal hernias.